Manufacturer narrative:
(B)(4). We are currently in the process of retrieving the complaint rd900 neopuff infant resuscitator. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the gas inlet and outlet ports of an rd900 neopuff infant resuscitator were broken. There was no reported patient involvement.

Manufacturer narrative:
Ps339092. Method: the rd900 neopuff infant resuscitator was returned to the fisher & paykel healthcare (f&p) service center in irvine, where it was inspected by a trained f&p service technician. Our investigation is based on the information provided by the f&p service technician. Results: inspection of the complaint neopuff resuscitator identified that the gas inlet port of the fascia was damaged and the outlet port was broken. Conclusion: it is most likely that the damage to the neopuff was caused by physical impact. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to an infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient.

Event description:
A healthcare facility in texas reported that the gas inlet and outlet ports of an rd900 neopuff infant resuscitator were broken. There was no reported patient involvement.